Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 229 mg/dl. The customer felt symptoms of vomiting, difficulty breathing, and excessive urination. The customer was treated for their blood glucose with their insulin pump. The customer reported several alarms from their inulin pump including failed battery test alarms and "off no power" alert. Caller stated that the piston is moving up and down on its own. The customer stated that their insulin pump most likely turned off on its own which caused the high blood glucose levels. The customer stated that they need to order a new insulin pump because they do not have the current device with them. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.